Manufacturer narrative:
(B)(4). The device lot number was provided; therefore a DHR review could not be conducted. Visual examination was conducted on the returned sample and it was observed that the catheter was broken (refer picture 1). The returned sample was realigned and the total length was measured using a calibrated ruler. It was observed that the overall length was 310mm which still meets the specification (300mm-320mm) defined for this product. Detach area were examined using the dinolite to analyze the damaged area and torn edges. Based on observation, the torn edges were jagged and having excessive material at one side indicating that there is some external force was applied at the joint area causing the catheter to break (refer picture 2). Review along the shaft reveal a hole/cut look alike the shaft has been poked with sharp object. As per mention by complainant the catheter has been pulled by patient himself and it is lead to catheter broke. It is very unlikely that the catheter could have detached or broke without any external force or external contact. It requires certain degree of force to detach as such suggesting that it could be external contact or miss-handling during inflation other remarks: which resulted with hole or slightly cut and this cut will ease the shaft to broke when patient pull the catheter. Nevertheless, as part of our process, we have implemented positive released test at injection molding process. Maximum of 8 pieces of catheter from each batch were tested using weight load test during start and stop of injection molding process whereby 0.75kg (for catheter size ch6-ch10) and 1kg load (for size ch12 and above) tested as per din en1616:1999. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Based on the investigation conducted, the returned actual sample was found broke at middle of shaft area. No other related issues were found within the manufacturing processes that could lead to defective product to be shipped out. Therefore this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient had pulled the catheter himself. The tip including the balloon remained in the bladder.

Event description:
It was reported that the patient had pulled the catheter himself. The tip including the balloon remained in the bladder.